Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a post implant check. Device interrogation revealed intermittent capture on the right ventricular lead. Programming changes were made to resolve the issue. A revision had previously been performed on the lead. Patient was stable and would be monitored.